Manufacturer narrative:
According to the customer, he was diagnosed with "bell's palsy" prior to the reported incident and required a "patch" to cover his eye because his eye would not close. The customer reported after wearing the bandage overnight he woke up with a 'burning sensation on his forehead, a burning sensation on the side of his face, and had double vision'. The customer reported he went to the doctor who prescribed him "steroids, antibiotics, and eye drops for the bacteria in his retina that was traveling to the brain and the third degree burns on the face". According to the customer he waited "6 months" to see if this issue with his vision would resolve but, it "has not gotten better" and his vision is at "30-40%". Sample request to be returned. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported after wearing the bandage overnight he woke up with a 'burning sensation on his forehead, a burning sensation on the side of his face, and had double vision'.